Event description:
It was reported that during a routine follow-up, the left ventricular lead exhibited varying thresholds. The physician reprogrammed the device and the lead remained implanted. The patient was in good condition prior, during and after the procedure.